Event description:
Soon after having the essure put in I suffered for the next several years with chronic pelvic pain, chronic fatigue, irregular bleeding, lower back pain, leg pain, depression and irritability, loss of libido due to dryness, and constant lower abdomen pain. This is not a full list of symptoms but the most severe.